Manufacturer narrative:
The device was above eri upon receipt.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, infection was observed. It is unknown if the patient had any symptoms or if the infection is related to the procedure. The complete system was explanted. The patient is in stable condition